Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced off no power without battery indicator alarm. The customer's blood glucose value was 117 mg/dl. The customer stated that they did not receive a low battery alert prior to the off no power alert. During troubleshoot, the screen went blank. The product was returned for analysis.

Manufacturer narrative:
The pump had a blank display due to a broken solder joint on the interface board. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the off no power alarm due to the blank display. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.